Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had, and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of a vapr hook electrode broke off into the patient's joint space. For whatever reason, the fragment was not retrieved from the body. The procedure was completed without further incident or harm to the patient.